Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that when testing with a simulator checking AED mode, normal rhythm and analyze turns the rhythm upside down on the monitor and on the printout. When checking other modes with the simulator, everything looks fine. There was no patient involvement.